Event description:
It was reported that during a transcatheter aortic valve implant procedure, into a previously implanted 25 mm non-medtronic (magna ease) surgical valve, the system was withdrawn from the patient prior to deployment due to a loss of the wire. When inspecting the delivery catheter system (dcs), it was noted that the end cap had separated. A different system was used to complete the procedure, but the procedure time was prolonged. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012812282); product type: 0195-heart valves; implant date n/a; explant date n/a, product ID: evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, into a previously implanted 25 mm non-medtronic (magna ease) surgical valve, the system was withdrawn from the patient prior to deployment due to a loss of the wire. When inspecting the delivery catheter system (dcs), it was noted that the end cap had separated. A different system was used to complete the procedure, but the procedure time was prolonged. No patient complications were reported as a result of this event. Additional information was received to report the guidewire used for the procedure was a non-medtronic (symedrix innowi) product.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.